Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that a paramedic received a back strain that caused him to miss work when he was loading/unloading a (B)(6) lb patient in the ambulance. The patient was not injured during this event.

Manufacturer narrative:
No defects or malfunctions with the cot were identified that would have caused or contributed to the alleged event. Additional information regarding the user injury were not provided.

Event description:
It was reported that a paramedic received a back strain that caused him to miss work when he was loading/unloading a (B)(6) lb patient in the ambulance. The patient was not injured during this event.